Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during an unknown procedure, scissored clips were produced. Another instrument was used to complete the procedure with no patient consequence.